Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received bilateral attune primary knees to treat osteoarthritis. Both patellas were resurfaced and depuy cement was used for each knee. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon discovered a fair amount of laxity in extension secondary to a collapse into valgus of the tibial tray. The tibial tray was loosened and debonded at the cement to implant interface and easily removed. The surgeon notes there was some tibial bone loss upon removal of the tibial cement. Periarticular scar tissue was debrided. The femoral component was well- fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g2, h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture bone injury (e20).